Event description:
It was reported that as lvp 20d 3ss cv tubing was defective. The following information was provided by the initial reporter: material no.: 2426-0007, lot no.: (10)19045402 it was reported that there was defective tubing that could lead to a chemo leak or spill.

Manufacturer narrative:
Investigation summary: a complaint of defective tubing was received from the customer. No product or photo was returned by the customer. The customer complaint of damaged tubing could not be verified due to the product not being returned for failure investigation. A device history record review for model 2426-0007 lot number 19045402 was performed. The search showed that a total of 34,563 units in 1 lot number was built on 03apr2019. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: the root cause of this failure was not identified as no product was returned.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that as lvp 20d 3ss cv tubing was defective. The following information was provided by the initial reporter: material no.: 2426-0007; lot no.: (10)19045402 it was reported that there was defective tubing that could lead to a chemo leak or spill.